Manufacturer narrative:
(B)(4). Batch # t40w27. Date of event unknown. Investigation summary: according to the information received, the reported event for the device was suspect diversion. Upon visual inspection of one photo, the following was observed: the photo shows four tyvek that belong gst60b. The first tyvek with the next information: lot t40w27, expiration date 2023/09/30 and product code gst60b. Lot number was reviewed, and it belongs to a b5lt device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024/08/31. Additionally, the character is inconsistent with artwork and with no space. The second tyvek with the next information: lot t41u12, expiration date 2025/03/31 and product code gst60b. Lot number was reviewed and indicates that t41u12 lot number which is not found in our quality tracking system. Additionally, the character is inconsistent with artwork and with no space. The third tyvek with the next information: lot t40l18, expiration date 2024/08/31 and product code gst60b. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/05/31. Additionally, the character is inconsistent with artwork and with no space. The fourth tyvek with the next information: lot t40v28, expiration date 2024/08/31 and product code gst60b. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022/08/31. Additionally, the character is inconsistent with artwork and with no space. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product from unknown source that affect patient safety. No patient consequences reported. No further information is available.